Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a liner revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.